Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an initial implant procedure, a low sensing threshold was observed on the right ventricular (rv) lead. The rv lead was attempted to be repositioned, but the patient experienced discomfort in his chest. An echocardiogram was performed and a pericardial effusion was revealed. No intervention was performed on the effusion as it did not increase and the patient remained stable. The rv lead remains implanted and the patient will continue to be monitored.